Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. It is likely the adjustment buttons are not responding due to a faulty front panel. A definitive root cause could not be identified for the faulty pump head, the crack on the top right front corner of the top cover, or the faulty front panel. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited a faulty pump head, a crack on the top right front corner of the top cover, the adjustment buttons were not responding, faulty front panel. There was no patient involvement.